Event description:
Caller reported that a malfunction occurred on pump and was indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset pump, after which the malfunction did not recur. Customer was advised to continue using pump and to contact technical support again if the issue reappeared.